Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device could not be inflated. It was reported that a leak was attempted to be found but was not found and that they never found anything wrong. This was done to make sure the system was all good before replacing the pump. The pump was replaced because the tubing was cut to test for a leak.